Event description:
Information received indicates the siderail will not latch due to a broken siderail center arm.

Manufacturer narrative:
The technician replaced the left head siderail center arm assembly to repair the bed.